Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right ventricular channel. Analysis of the device was performed and it was determined that this was due to intrinsic junctional rhythm on the patient. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.